Manufacturer narrative:
Analysis was performed by philips biomedical enginner, while testing the device it was identified that the unit failed the nbp testing. Opened the device and found the two pressure boards for bp were separated, loose/disconnected. Biomed pushed them back together to connect and device was working again and performed and passed testing per specifications. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a faulty pressure board being disconnected. The issue was resolved by reconnecting the two pressure boards and the device was returned to the customer.

Event description:
Philips received a complaint on an intellivue x3 patient monitor indicating that the blood pressure is not reading as normal. The device was in clinical use at time of event, and there was no patient or user harm reported.